Manufacturer narrative:
The investigation determined that a contaminated reference line due to missing customer maintenance caused the event. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer reported that they identified that the ion-selective electrode (ise) reference reagent tubing was contaminated. A field service engineer (fse) flushed the tubing, replaced the sipper probe and the associated tubing, replaced the pinch valve tubing, and replaced the syringe seals for the probe and the sipper. The fse disassembled and cleaned the electrode block, and removed, cleaned, and lubricated the ise arm. An ise check was completed without any failures, calibration and qc were passing, and a patient correlation study with 5 samples was completed, and the results were approved. The analyzer was released to the operator. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module for one patient. The initial result was 132 mmol/l, and the repeat result was 138 mmol/l. The repeat result was deemed to be correct. The questionable result was not released outside of the laboratory.